Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range pacing impedance measurement for the right ventricular (rv) lead. Oversensing of noise was also observed on the rate sense and shock channels, however there was no pacing inhibition. The patient was brought into the office and the out of range impedance measurements were unable to be reproduced. Noise was seen on the shock channel with isometrics. It was also noted the rv lead threshold has increased each visit by 0.1 to 0.2 volts but is still within range. All other lead measurements are also within normal limits. The physician has opted to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Additional information was received that when reviewing the patient's electrogram's (egms) via the remote home monitoring system due to a patient complaint of dizziness, the clinician noted oversensing of noise leading to three seconds of pacing inhibition. Other episodes of noise were also observed which lead to inappropriate anti-tachycardia pacing (atp) therapy. Boston scientific technical services (ts) was consulted and also discussed the continued low out of range pacing impedance measurements. A revision procedure was performed where the rv lead was explanted and a competitive lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed insultation damage through to the rate/sense lumen, along with webbing damage between the distal high voltage and rate/sense lumens 268mm to 283mm from the terminal pin. Due to the location and type of damage, it is likely this was caused by entrapment in the clavicle/ first-rib region.